Manufacturer narrative:
Insulin pump received with blank display and isolated to pcba 2. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. Scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer states the battery compartment and/or spring are not damaged or corroded. Customer states the contacts on the battery cap are not damaged. Customer was advised to insert new (B)(6) battery and clean battery cap contacts with a dry cotton swab but the display did not return. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.